Manufacturer narrative:
Product event summary: analysis confirmed the reported telemetry issue; telemetry was intermittent. Rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. It was noted the rf head caused the programmer to shut down. Analysis also found the power cord bay and left keyboard hinge were broken.

Event description:
It was reported the programmer would not interrogate a device tested prior to implant. Telemetry was intermittent when the rf (radio frequency) head cable was moved. Another rf head was tried and it caused the programmer to power down. The programmer and rf heads were returned for repair. There was no patient involvement.